Manufacturer narrative:
(B)(4). Batch # n5763d. Photographic analysis: picture number one shows, a piece of tissue with a cut in the middle, the staple line appears to be incomplete. Picture number two shows, a blue cartridge reload with the two inner rows on the right side that seem to be partially fired 1/3; the outer row on the right side is fully fired. The left side of the reload is fully fired as all the drivers are visible, damaged on the knife channel is also noted, a few unformed staples can be appreciated on the cartridge deck. Picture number three shows a closer view of the cartridge, the two inner rows can be appreciated as if was partially fired 1/3 with protruding staples that can be seen on this two lines. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. The analysis found that one plee60a device was returned in good visual condition and with an ecr60b cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the issue occurred on the third firing of the device with a blue reload. The first and second firings were with a black and green reload, respectively. The plastic of the blue reload cracked and it appeared that the blade from the stapler cut into the plastic reload housing. The surgeon stated that the patient side of the staple line appeared intact but the specimen side staple line was malformed. The surgeon over-sewed the patient side for extra support just in case it was needed, not because there was any visible issue or extra blood loss.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device fired an unknown distance and at least one staple did not form properly. The surgeon over-sewed across the cut line. A like device was used to complete the procedure. There were no patient consequences reported.